Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3710/8167783, tgt3715/8463490). Before the procedure to implant the gore tag thoracic endoprostheses, a vascular graft was anastomosed to the abdominal aorta. After implant of the gore tag thoracic endoprostheses, final angiography showed no adverse events. The patient tolerated the procedure. After the procedure, cerebral blockage was diagnosed. The patient underwent thrombus removal surgery. On (B)(6), 2010, the patient passed away due to multiple cerebral infarction. No further information is available.